Manufacturer narrative:
The return date is estimated. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor started alarming with intermittent beeps. Afterwards, the beeps became a continuous tone. An error message appeared on the primary console indicating motor error. Vad coordinator reports the patient received an alarm message on a centrimag primary console. When the error message first appeared the pump continued to run and the patient did not experience any adverse events. The nurse at first suspected primary console was responsible for the error message and connected the equipment to a back up primary console. This did not resolve the issue. A back up motor was used and the issue was resolved. This event was previously not reported due to no patient involvement. Abbott made the decision on (b)(60 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.